Manufacturer narrative:
(B)(4). Additional concomitant medical products: (B)(4), active articular e1 hip bearing, (B)(4). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10175.

Event description:
It was reported that the patient's left hip was revised approximately 1.5 years post implantation due to removal of failed hip implants. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as details of the event were not provided. Review of complaint history determined that no further action is required as no trends were identified. Device history record (DHR) was reviewed and no discrepancies were found. It was noted that only the head and liner were explanted and replaced with active articulation and new femoral head. The active articulation bearing is not compatible with the shell implanted in the previous surgery. The devices are functionally compatibility; but according to the package insert, "the components are intended for use with either primary or revision hip arthroplasties where all devices associated with the wear couple are removed and replaced". As the shell was not removed during the revision procedure, the bearing and shell are not compatible. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised approximately one month post implantation due to failed implants. Attempts have been made and additional information on the reported event is unavailable.